Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
It is unknown if the sample is available for evaluation. Argon is awaiting a response from the user facility. A follow-up report will be submitted once more information is available.

Event description:
New 1.9fr peripherally inserted central catheter (PICC) placed, it was a tough insertion with a slow advance of the catheter. After checking for blood return the catheter was flushed with normal saline (ns) and a temporary dressing placed for kidneys, ureters, bladder (kub) imaging. Line was at t12, attempted to advance catheter under sterile conditions 1 cm. After the advance I attempted to flush line again and it would not aspirate or flush. During the final attempt to flush the catheter broke at the purple strain relief and the hub. I attempted to rewire the line, but ultimately lost the line. Line clotted in between placement and kub imaging. Leave a sterile flush attached to the line + temporary dressing and flush every 5 minutes to keep patient. PICC catheter separated from the purple ¿strain relief¿ section while trying to flush and determine of line was clotted. This is the 3rd report of a broken argon 1.9fr PICC. Two events are know to be from lot number (11320442). Our group (who insert a majority of the 1.9fr piccs for our patients) have discussed pursuing a vygon 2.0fr PICC product as an alternative. Supply chain escalated and reach put to manufacture to look for any recalls or knowledge of defective product.